Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. The wake button was pressed with extra pressure and the wake button performed as intended. There was no reported impact to the customer¿s blood glucose level.